Event description:
It was reported that while using a surgical fiber during a prostate procedure, a courtesy message on the laser console display screen was observed, indicating "clean the fiber". The fiber was exchanged and the case continued using a second fiber. While using the second fiber, the same message was received, the fiber was again replaced and the case continued using a third fiber. While using the third surgical fiber, the laser went into standby; the fiber was replaced and the procedure completed using a fourth surgical fiber. There was no report of injury. This report is for the third fiber used.

Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Burnt on detritus and devitrification of the cap output window was also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The circumferential fracture issue may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.